Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the fetal scalp electrode caused a superficial burn on the head of the patient.

Manufacturer narrative:
H10: a good faith effort (gfe) was conducted to get more information about the patient injury and treatment, however, this information was not shared . A gfe was conducted to see if the product was available for return. It was reported that the fetal spiral electrode (fse) was discarded and is not available for evaluation. Because the product was not returned, the inspection of the reported fse was not conducted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.